Event description:
Admitted for right total knee arthroplasty. Rn setting up the or for this procedure recognized the packaging was different for this product, but the labeling was not. Did not realize that an add'l moisture barrier was added, or that the second package inside first was non-sterile. Opened outside package and dropped inside packaging onto sterile field. Realized the next day when setting up another procedure. Antibiotics extended for additional 48 hours instead of the usual 24 hours.